Event description:
The customer reports: the device was placed under us guidance. A flash was received, the guidewire was threaded successfully and the catheter as well. Resistance was felt by the inserter upon removal of the gw and needle and the needle did come out bent. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was not delayed/interrupted.

Manufacturer narrative:
Qn#(B)(4). The customer returned one radial arterial (ra) catheterization device and a lidstock for evaluation. The assembly was returned with the guide wire completely advanced through the needle. Signs-of-use were also observed. Visual analysis revealed that the guide wire was kinked around the needle and contained offset coils. No damage was observed to the needle or the catheter. (Important note: while being retracted back through the needle cannula during functional testing, the guide wire became unraveled. This occurred after all relevant functional and dimensional tests were completed.) The kinks/bend/offset coils measured from 11mm-18mm from the distal tip. The guide wire total length measured 4 9/16", which is within the specification limits of 4 7/16"-4 11/16" per the guide wire w/ handle graphic. The guide wire outer diameter measured .384mm, which is within the specification limits of .381mm-.404mm per the guide wire graphic. The inner diameter of the distal tip of the needle cannula measured .017", which is within the specification limits of .0165"-.0180" per the cannula graphic. The guide wire was unable to advance or retract in the needle cannula. This is likely due to the kinking as well as dried biological material within the needle cannula; however, it was confirmed that there are no blockages between the flashback window and the distal tip of the needle cannula. A manual tug test confirmed the distal weld of the guide wire was fully intact. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "if resistance is encountered while advancing spring-wire guide do not force feed". The IFU also states, "do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage". The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire was kinked and contained offset coils, which also prevented the wire from advancing or retracting into the needle. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the device was placed under us guidance. A flash was received, the guidewire was threaded successfully and the catheter as well. Resistance was felt by the inserter upon removal of the gw and needle and the needle did come out bent. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was not delayed/interrupted.